Event description:
It was reported that pump experienced malfunction during cartridge change and displayed malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support instructed customer to place pump in storage mode and return it within specified time using provided shipping materials, then sent replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.